Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pumps "completely shut themselves off". The pump was plugged into the wall and did not display signs of low battery. The pump displayed a red alarm and "system unrecognizable" the customer indicated the device shutoff all four pump channels and the channels were off, but the infusion verify software was showing that the clinician could still validate the current rate (even though the pump was not running). There was patient involvement but no harm.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2026-01164 is a concomitant. Please refer to manufacturer report number 2016493-2026-00733, which captured the correct suspect device per investigation report.

Event description:
It was reported that the pumps "completely shut themselves off". The pump was plugged into the wall and did not display signs of low battery. The pump displayed a red alarm and "system unrecognizable" the customer indicated the device shutoff all four pump channels and the channels were off, but the infusion verify software was showing that the clinician could still validate the current rate (even though the pump was not running). There was patient involvement but no harm.